Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink secondary medication set was leaking during infusion. Upon further inspection, there was found to be a hole between the drip chamber and IV connection hub. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Twelve (12) samples were received for evaluation. A visual inspection was performed with the naked eye. Six (6) of the samples were received with the pouch opened and six (6) samples with the pouch unopened. Three (3) out of twelve (12) samples were found with a pinch mark at each tubing. The three (3) pinch marks were observed at the same location of tubing which is approximately 21.7cm below the drip chamber. Functional testing was performed which included leak testing. All returned samples were tested with eight (8) pounds per square inch under water test. Two (2) out of twelve (12) samples have failed the pressure test. Leaks were detected at the location where pinch mark was observed at tubing. One of the samples that observed with pinch mark has passed the pressure test. The reported condition was verified in two (2) samples. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.